Manufacturer narrative:
The excor atrial cannula (lot 00142239) was in use on the patient from (B)(6) 2025 to date. The event occurred on (B)(6) 2025, which is (157 days) after the cannula was placed on the patient. The patient is being supported with an excor active driver. The affected section of the cannula was not returned to berlin heart for investigation, as the affected section was discarded by the clinic. Therefore, neither the failure nor the cause of the failure in question could be determined. We have reviewed the device history record (DHR) of the cannula lot no. 00142239. This product was produced according to our specifications. According to the production record, a total of 4 cannulae with this lot no. Were produced. All cannulae were distributed in the USA and were used. There are no more complaints associated with this lot number except the current complaint.

Event description:
On 2025-11-05 berlin heart inc. Clinical affairs (ca) was notified through the action database that on (B)(6) 2025, the inflow excor atrial cannula for small children ø 6 mm, on patient was trimmed due to fatigued tubing at the titanium connection. According to the site contact, the affected portion of the cannula was cut and discarded, and the blood pump was successfully re-connected without adverse effects to the patient. Prior to the exchange, the blood pump demonstrated complete filling and ejection, and the patient remained hemodynamically stable throughout the procedure. Although this event had no negative effect on the patient, this kind of defect could potentially result in a disruption the cannula. Therefore, berlin heart decided to report this event due to concerns about the possible risk.